Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
(B)(4) was opened to captured the unknown details of an addition complaints(s) in regard to the needle of an endostich sulu falling off/out of the endostich device during use as received in a follow up response to questions asked in relation to ftrs (B)(4). As stated in the additional information provided, the doctor does not recall the details of any other case were the device may have failed.